Event description:
The manufacturer received information alleging an oxygen concentrators pressure dropped to zero when connected to ventilator. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen connector was replaced to address the issue.